Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period mar 2020 - feb 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/213/67) the device was returned to the factory for evaluation on 03/08/2022. An investigation was conducted on 04/05/2022. A visual inspection was conducted. The device was returned outside its packaging box. The plastic barrier was observed to be sealed on all side with no tears or rips observed. There was no moisture observed on the packaging or on the device in the sealed plastic barrier. Based on the returned condition of the device, the reported failure "moisture" was not confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield). When the box was opened, it was noticed that there was moisture inside the box and that parts of the device appeared to be wet. Due to this moisture, the sterility of the device was not reliable and the team did not feel it was safe to use. No injury occurred due to the defect. Therefore, the device was not handed up to the surgical field and another kit was opened. The new kit had no defects and the case was able to proceed.